Event description:
A us distributor contacted zoll to report that a patient developed an open skin irritation with a burn under the lifevest equipment. Patient described the area as a rash, with bleeding and broken blisters, also with burn style markings. Patient also stated the doctor described the rash looking like 3rd degree burns. The patient¿s physician advised to temporarily remove the lifevest as well as prescribed a cream for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest as well as the blue(tm) defibrillation gel.